Event description:
I used the amo complete moisture plus contact solution and experienced really bad burning sensation in my eyes. My eyes would also get very crusty and watery. They would also turn red. After a couple of days, I went to the eye drs. Here, he gave me a new pair of contacts and medicated eye drops. I could not wear my contacts for a few days, which put me at a disadvantage. I continued to use amo solution simply because I didn't know its side effects. When I heard about the recall I stopped using the product right away. I am highly disappointed in this product. Used less than 3 months in 2007, every day, full vial.